Event description:
While using the novasure ablation device, the hand piece would not function. Blood began to back up into the tubing to filter. Hand piece was taken off of sterile field and a new device was opened. New device functioned properly. No reported pt harm.